Manufacturer narrative:
This claim was reported to pride on (B)(6) 2012. However, at that time no injuries were reported and therefore no medical device report was issued. The file was then closed as of (B)(6) 2013. As of (B)(6) 2014, it has been reported that the consumer suffered a fractured ankle. Therefore, this file has been re-opened and a medical device report is being filed with this new information. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges he was traveling on a sidewalk in his neighborhood when the caster stem bolt sheared off at the level of the caster fork. He fell from the chair when it pitched forward.